Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected noise and oversensing on the pace/sense portion of the right ventricular (rv) lead. No pacing inhibition was reported. The root cause for the noise was not determined. The decision was made to explant and replace this rv lead along with the associated ICD. It was noted this rv lead will not be returned. No additional adverse patient effects were reported.